Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Manufacturing history record shows no deviations or abnormalities. No other complaints for this item/lot combination have been received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Eval in process but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA. (B)(4).

Event description:
It was reported that while patient was undergoing a hip procedure on (B)(6) 2010, the surgeon was unable to press fit the liner into the acetabular shell and a delay of 35 minutes occurred. A second liner was used to complete the procedure. No further complications have been reported.